Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. The device had the appropriate level of battery voltage to provide therapy. Surgical intervention may take place at a later date to address the issue.